Event description:
Customer called to complain of high readings with their prestige lx meter. Troubleshooting by phone revealed that the calibration standard strip read "hi" with a range of 73-99. Product was replaced and problem product returned for investigation.